Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The camera was noted to be failing. The camera was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that there was a communication error with the camera when the system was powered on.

Manufacturer narrative:
The polaris spectra system control unit (scu) was returned for analysis. Functional testing determined that the scu was malfunctioning causing the reported issue. If information is provided in the future, a supplemental report will be issued.